Manufacturer narrative:
The device was evaluated at (B)(4). As a result of the evaluation, the following was confirmed. The front panel was broken and one thread was deformed. The chassis was stuck on the front panel. Dust was accumulated inside the device. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that the front panel display of the device disappeared. There was no report of patient injury associated with the event. Olympus then inspected the device at the service department of olympus medical systems (B)(4) and found that when the device was turned on, the led on the front panel did not light up due to a failure of the cr board, and only the led on the power switch lit up. In addition, due to a front panel failure, some leds on the flow rate indicator and volume indicator were lit intermittently. There was a leakage from the primary decompression due to a failure of the safety valve.